Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
During asnis 3 surgery, the surgeon inserted the guide wire to patient bone. The surgeon tried to assemble the screw and cannulated screwdriver and to insert the screw into the patient. The screw was not able to pass the guide wire. Therefore, the surgeon changed the screw to a new screw. The screw passed the guide wire without a problem.